Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the operating room (or) technician noted a cable on the tenaculum forceps instrument to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there were no fragments known to have fallen into the patient as a result of the issue. The instrument was inserted into the abdomen in normal fashion and the surgeon stated the wrist would not rotate, after which, a small cable was noted to be sticking out. As a result, the instrument was immediately removed without difficulty and sent to the sterile processing department (spd) for cleaning and return. A new tenaculum forceps instrument was then used. No post-operative tests were performed to check for potential fragments. The patient returned to the hospital on (B)(6) 2024 for a normal post-operative evaluation with the surgeon with no concerns noted.